Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (¿1 mg with a dose of 150 mcg¿) via an implanted pump. The indication for pump use was not provided. It was reported that on (B)(6) 2018 the infusion system was explanted secondary to an infection at the pump pocket. The symptom related to the event was reported to be redness at the pump pocket. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting had been performed. The issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned and analysis determined that there were no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the patient was receiving duramorph (1000 mcg/ml at 115.4 mcg/day) via an implantable infusion pump. No further information was reported.